Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient was admitted to the hospital after receiving 11 shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Shocks were delivered even when the patient was at rest. Upon interrogation it was noted that the therapy was inappropriate due to oversensing of noise. The noise was able to be reproduced with movement in all sensing vectors. Therapy was programmed off in the s-ICD and x-rays were taken and sent to boston scientific technical services (ts) for review. The physician suspected electrode damage. The patient did note that they were in a physical altercation, however denied any harm to their chest. Upon review of the x-ray images ts discussed that there is a suspicious area close to suture sleeve and the proximal sensing electrode. Only one episode from three months earlier was sent in for review. Ts discussed that in that episode noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts requested the treated episodes for further review and discussed the recommendation would be to explant both the s-ICD and electrode. A revision procedure was performed where the s-ICD and electrode were explanted. No new system was implanted as the patient no longer qualified for a device and the patient has also requested to have the system explanted and not replaced. Upon explant there was no obvious visible damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. The complete electrode was returned, not severed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was admitted to the hospital after receiving 11 shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Shocks were delivered even when the patient was at rest. Upon interrogation it was noted that the therapy was inappropriate due to oversensing of noise. The noise was able to be reproduced with movement in all sensing vectors. Therapy was programmed off in the s-ICD and x-rays were taken and sent to boston scientific technical services (ts) for review. The physician suspected electrode damage. The patient did note that they were in a physical altercation, however denied any harm to their chest. Upon review of the x-ray images ts discussed that there is a suspicious area close to suture sleeve and the proximal sensing electrode. Only one episode from three months earlier was sent in for review. Ts discussed that in that episode noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts requested the treated episodes for further review and discussed the recommendation would be to explant both the s-ICD and electrode. A revision procedure was performed where the s-ICD and electrode were explanted. Additional episodes were sent into ts. Upon review they noted that the recent treated and untreated episodes showed noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There was also a smartpass disable episode that showed a drop in r-waves with baseline artifact. No new system was implanted as the patient no longer qualified for a device and the patient has also requested to have the system explanted and not replaced. Upon explant there was no obvious visible damage to the electrode or system. The electrode was returned for analysis.